Event description:
A customer reported that during vitrectomy surgery, cutting was reduced and suction was working. The pt sustained multiple retinal holes. Add'l info was requested. This is the first of three medical device reports from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).